Manufacturer narrative:
There was no information regarding the event date. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Other: (B)(6) submitted to (B)(6) by a member of the public who wishes to remain anonymous. The adverse incident report provides a reference to a sundaypost article (https://www.sundaypost.com/fp/memos-reveal-mesh-firms-were-warned-21-years-ago-that-material-should-not-be-used-on-humans/) which mentions the patient who is the subject of this MFR report (medwatch). (B)(4). The complainant indicated that the device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was repotted to boston scientific corporation that a mesh was implanted during a procedure on an unknown date. According to the complainant, the patient was "left crippled by mesh surgery" and is now waiting to have both her bladder and bowel removed. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.